Event description:
Report received that 2 patients experienced skin blistering after using the wound care dressing. A separate report has been submitted for each patient. Follow up information received 27 apr 2022 stated the patient developed a surgical site infection from an unspecified bacteria and wound dehiscence believed to have required use of a wound vacuum. Follow up information received 10 may 2022 stated the reporter does not believe the use of the wound care dressing caused the wound to dehisce as there were other unspecified patient conditions involved. Multiple requests have been made for additional information. No additional information is available at the time of this report.